Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Event description:
Initially, the customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. The patient reportedly was feeling ill and experiencing abdominal pain. During a follow up call on (B)(6) 2010, dialysis nurse (pdn) reported the hp was hospitalized and being treated for peritonitis. The nurse indicated the hp's catheter was removed and the patient placed on hemodialysis. It is unknown what labs and cultures were performed. It is unknown what medical interventions were required. The patient remains hospitalized at this time. During a follow up call , the nurse indicated that during the hospitalization, it was determined that the cause of the peritonitis was related to diverticulitis. The patient underwent surgery for a bowel resection and was transferred to hemodialysis. The effluent was cultured and was positive for enterococcus faecalis. A gram stain was performed and was gram negative. A cell count was performed, however, results are unknown. The patient was placed on antibiotics (unknown) for an unknown length of therapy. The patient did not have an exit site or tunnel infection. The nurse confirmed that the patient was hospitalized on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, the root cause could not be determined. A batch review was performed for potentially associated lot numbers (h10e09016 and h10f11036 ) with no deviations noted during the manufacture of this lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the first of two reports associated with this event.

Event description:
Initially, the customer contacted baxter's technical service center to request assistance on the home choice machine. The patient reportedly was feeling ill and experiencing abdominal pain. During a follow up call on (B)(6) 2010, peritoneal dialysis nurse reported the hp was hospitalized and being treated for peritonitis. The nurse indicated the hp's catheter was removed and the patient placed on hemodialysis. It is unknown what labs and cultures were performed. It is unknown what medical interventions were required. The patient remains hospitalized at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).the sample was discarded; therefore; no evaluation was performed. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be submitted if additional information becomes available.